Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that carriage block replaced due to failed plunger force calibration. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks and affected by plastic recall. Device is also affected by flange gripper recall, recall completed. The probable root cause of the reported issue was due to mechanical failure of the carriage block assembly. A review of the device history record showed the device had a manufacture date of 28apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed plunger force accuracy. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed plunger force accuracy. There was no patient involvement.